Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on february 13, 2017 further reporting that the patient underwent hardware explant surgery on (B)(6) 2017 due to infection. A cranial patient specific implant (psi), three (3) titanium straight plates, and six (6) 4 mm titanium self-drilling screws where initially implanted on (B)(6) 2016 and were all removed during the (B)(6) 2017 surgery. The patient will undergo surgery to implant a new psi and associated hardware on an unknown future date. This report is 1 of 10 for (B)(4).

Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Device is not expected to be returned for manufacturer review/investigation. Patient code used to capture additional medical/surgical intervention required. Device history records review was completed for part# sd800.440, lot# h049745. Manufacturing location: (B)(4), manufacturing date: feb 26, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient specific implant (psi) had to be explanted due to infection. Patient will be revised to another patient specific implant (psi), but revision date has not been scheduled yet. This report is for one (1) patient specific implant (psi) sd800.440 peek implant. This is report 1 of 1 for (B)(4).